Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient saw their healthcare provider last month and they stated the battery was going a lot faster than they had thought and that they would need surgery within the year to replace it. The patient also reported that the past couple of weeks they were wetting more and having more problems. The patient stated they got the programmer out, were able to connect, turn stim off and down, and they were told to turn stimulation off temporarily to let their muscles relax. The patient stated they turned stimulation on and increased to 1.6, moved to 4.6 and didn¿t feel any stimulation. The patient noted that maybe it wasn¿t 4.6 it might have been 3-something. The patient stated they turned it off then back on again and screamed they were in so much pain, so they turned it off and the pain stopped but since then they were having the bladder issues again. The patient stated they turned it down, turned it back on again, but it hadn¿t helped the bladder issues. The patient stated they had tried all 4 programs but didn¿t get any stimulation feeling. The patient reported getting ¿zapped¿ when the controller had said that the therapy was turned off. The patient stated they were getting out of the shower when they got zapped. The patient was redirected to their healthcare provider. No further complications were reported.

Event description:
Additional information was received from a consumer. It was reported that the cause of the battery depleting faster was due to the unit being turned up higher because of impeded. Once they're programmed around impediment, the patient turned it down the battery so it will not be used fast. The cause of the lack of stim was due to one of the lead being impeded. The issue was temporary resolved by rerouting and cycling it, waiting for later date of replacing the unit. The cause of the zapping was not for certain. The device is working better and the patient will not crank it if it feels like it is not working. The cause of the impeded lead was not determined. The lead were rerouted away from the impediment. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Concomitant medical product: product ID 3889-28 lot# va1mfg2 serial# implanted: explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient: patient stated that they have an impeded lead and the device is running dead as previously reported. No further complications were reported.